Event description:
Heartmate 2 left ventricular assist device (lvad) patient presents with 5th gastrointestinal bleeding event in lvad therapy despite no aspirin therapy, lower international normalized ratio (inr) goal, and repeated and extensive endoscopic evaluation to identify bleeding source. Hemoglobin on admission 6.4 and inr 2.0. Five units of blood were transfused. Endoscopic evaluation included egd and colonoscopy; egd was normal; colonoscopy revealed a bleeding arteriovenous malformation which was clipped. Heparin to coumadin bridge was completed.